Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported at 8:26 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). Her bg rose to 400 mg/dl and she was also vomiting so she went to the emergency room (ER). At the ER, she was placed on intravenous therapy of fluids and manual injection of insulin. The pod was discarded. After returning home, a new pod was activated.